Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a dual lumen umbilical vessel catheter (uvc). The customer states that a dual lumen uvc was placed on (B)(6) 2012, in the umbilicus. The customer stated that it was not difficult to insert. An x-ray was taken to verify placement. The uvc was not difficult to secure and was secured with suture. Each line was flushed on a regular basis with a 5cc syringe. A combination of alcohol/chg was used to clean the area. On (B)(6) 2012, the uvc was noticed to be leaking just above the hub where the extension tubing meets the hub and was removed. The uvc was replaced with a PICC. The pt status is fine.

Manufacturer narrative:
(B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.